Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-03508.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-03508. It was reported the peripheral lead eroded through the patient's skin. There were no visible signs of infection but cultures were taken. The patient underwent surgery on (B)(6) 2016, where the peripheral system was explanted. Follow-up revealed the patient's wound is healing nicely